Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
The reporter stated, that the unit has no audible alarm. There was no known pt injury or treatment associated with this event.